Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the scratches on screen makes it slightly harder to read, changes batteries every two days, rejected new battery, unexplained motor error and louder during rewind the insulin pump will not be returned for analysis.